Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gm1304027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge came out from the minicap. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.